Event description:
Initial reporter indicated that the patient had their vns generator explanted due to a "staph infection". The implanting physician's office indicated that the patient did not interact with their vns surgical site and it healed nicely after initial implant. The patient is on oral antibiotic therapy. The implanting surgeon is not attributing the infection to the original implant procedure.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and the generator prior to distribution.